Event description:
This senior medical affairs specialist reviewed the information obtained by a customer care advocate from a patient/layperson in late 2008. The patient was unaware that the symbol on her onetouch ultra meter was the battery indicator that she observed approximately a week earlier after returning home from vacation. The patient had never changed the battery. The cca replaced the meter. After the perceived issue began, the patient began feeling shaky at times. To alleviate the symptom that she attributed to low blood glucose, the patient stated "I was eating more sugar than I should. And because the patient was consuming more sugar, she elected to increase her metformin for two tablets to three a day. Because the patient reportedly experienced a symptom that may be associated with serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.